Event description:
Patient was revised to address knee pain caused by loosening of the femoral and patellar components.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non - verifiable, provided information states the products are not suspected of failing to meet specifications. A search of the complaint database found no prior reports for both part and lot number combinations. Based on the investigation, the need for corrective action is not indicated.